Manufacturer narrative:
Calibration was last performed on 01-aug-2023 and was acceptable. An "abnormal aspiration" error was observed on the alarm trace data. This can be an indication of poor sample quality. The field service engineer (fse) found that the vacuum nozzle was not functioning well. The fse replaced the vacuum nozzle, decontaminated the vacuum valve, and replaced the o-rings. Full primes were performed. The vacuum was functioning well. Ise checks, precision checks, calibration, and qc were all acceptable. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise indirect na for gen.2 on a cobas 8000 ise module. The initial result was 133 mmol/l . The repeat result was 140 mmol/l.

Manufacturer narrative:
The ise module serial number was (B)(6).